Event description:
Treatment of an avm with onyx. It was reported after approximately 15 minutes of onyx injection, the physician noticed the patient shows sign of stroke and onyx diffused into the a1. The procedure was stopped and a solitaire stent was used to remove the onyx from the artery, but a small piece was broken off and went into the mca. The catheter was removed and found ruptured at 3cm from the distal tip. No patient injury reported. Same event as MDR# 2029214-2011-00098.

Manufacturer narrative:
Only the proximal broken segment of the catheter was returned for analysis with approximately 22.9 cm of the distal missing. The separation site has the appearance of expanded circumferential dilatation consistent with bursts that may occur during angiographic injections. Based on the investigation, the catheter appears to have ruptured during angiographic injection when an undetected kink or other obstruction of the catheter was present which resulted in pressures exceeding the limits of the catheter, and this was not detected until onyx delivery. This failure mode may significantly weaken the catheter making it prone to eventual tensile separation during removal. (B)(4).

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 6.7 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter. Catheter rupture. (B)(4).